Manufacturer narrative:
A ge representative evaluated the system and removed a cable tie from the cooling fan which was causing the arcing noise. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported arcing noises. No patient injury was reported.